Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Although a conclusive cause for the reported unspecified failure mode could not be determined, the treatment appears to be related to procedural circumstances and there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the physician is reported to be trained in the use of the prostar xl device; however, it is unknown if the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: reportedly, event occurred 6 months ago. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was attempted in an unspecified vessel with a prostar xl device using the preclose technique. Reportedly, there was a "faulty" issue with the device. The method used to achieve hemostasis was not specified. There were no reported adverse patient sequelae. The name of the physician was provided by the hospital, it is unknown if the physician has been trained in the use of the prostar xl device or is established in the preclose technique. No additional information was provided. No additional information was provided.